Event description:
It was reported that the patient was asymptomatic. It was noted that oversensing due to noise was observed on the right ventricular (rv) riata lead via electrocardiograms. The rv lead was explanted and replaced. The patient was stable.